Event description:
(B)(4): it was reported that the universal flat panel monitor yoke is separated from the spring arm suspension and is hanging by the cables. There was no pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The actual device was evaluated the field on june 8, 2012. A stryker field service technician visited the user facility and confirmed that the universal flat panel monitor yoke had separated from the spring arm. It was determined that this occurred as a result of a missing m3 screw. The m3 screw keeps the spring arm's safety collar in place, which is used in order to prevent the keeper clip, a semi-circular metal disk, from becoming separated from the spring arm/flat panel; thereby serving to keep the first panel yoke attached to the suspension. If the m3 screw is not in place, there is a risk of the flat panel detaching from the suspension. This is what occurred in this particular event. The customer stated that a nurse went to pull the monitor down by the handle and the yoke came free of the spring arm. The m3 screw was missing from the collar which resulted in the keeper clip loosening and falling from the suspension and the yoke detached from the spring arm. The technician reinstalled the keeper clip and m3 screw, and verified the screw was secure. It could not be determined how the screw came to be missing, but it is possible it was removed for another purpose and not re-installed.